Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Pump communicated properly with test guardian link transmitter or blood glucose meter. No communication anomaly noted during testing. Pump error 63 alarm confirmed in the pump history due to broken trace on keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had a hardware low level failure error during self test. The customer¿s blood glucose level was unknown. The customer reported that they were not able to clear the alarm but able to rewind the insulin pump. The customer also stated that the insulin passed the self test. The customer stated that it was actually the third pump error. The insulin pump will be returned for analysis.